Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an out of range atrial impedance alert, possible loss of capture, and noise was observed on the right atrial (ra) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.